Manufacturer narrative:
The following devices were also listed in this report: reunion tsa - sr 4mm offset humeral head 52x20; cat# 5552-e-5220; lot# kl41vy. Reunion tsa - press-fit humeral stem 13mm; cat# 5569-p-2013; lot# mnrl58. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Dr. (B)(6). Did a revision glenoid surgery on mr (B)(6). On (B)(6) 2016. Mr (B)(6). Original surgery was completed on (B)(6) 2016 by dr. (B)(6). Dr. (B)(6). Removed mr. (B)(6) pegged glenoid due to loosening. He removed all cement and cemented another glenoid in. The new glenoid was a 48 (B)(4). And he downsized the humeral head to a 48 as well (B)(4). Dr. (B)(6)communicated to me that he thought mr. (B)(6). Had a post operative infection.

Manufacturer narrative:
An event regarding possible infection & loosening involving a reunion glenoid was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as the subject device was not returned. -medical records received and evaluation: no patient medical records were available for review. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of blood work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Dr. (B)(6) did a revision glenoid surgery on mr (B)(6) on (B)(6) 2016. Mr (B)(6) original surgery was completed on (B)(6) 2016 by dr. (B)(6). Dr. (B)(6) removed mr. (B)(6) pegged glenoid due to loosening. He removed all cement and cemented another glenoid in. The new glenoid was a 48 (5542-p-0048) and he downsized the humeral head to a 48 as well (5552-e-4824). Dr. (B)(6) communicated to me that he thought mr. (B)(6) had a post operative infection.